Manufacturer narrative:
Device evaluation: lens returned in liquid ina lens case/vial. Visual inspection found haptic broken. Dimensional verification was performed, and the lens was found to be in specifications. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.5/1.0/093 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6)2019. The lens was removed within the same surgery due to excessive vault . It was reporter that the problem resolved after the lens removal, patients condition is good. Cause of event was unknown.